Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that "sometime" in the past, the customer requested a bolus; however, the bolus would not deliver and did not show the bolus confirmation screen to confirm that the bolus had been completed. Although requested, the customer was unable to upload the pump data logs for tandem technical support to perform a log review of the reported event. There was no reported impact to the customer's blood glucose level. Recommendation was made by tandem technical support to always make sure that the requested bolus has been confirmed and to ensure observing the bolus confirmation screen and does not let the pump screen time out. The customer understood the advice.